Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6949-65 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during an open heart surgery procedure, the right atrial (ra) lead was inadvertently cut. The ra lead was not replaced. No patient complications have been reported as a result of this event.